Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 5.1 and 5.2 had been off the bus. A field service engineer found that the main drawer 5 had not been detected on the bus. The fse had removed the back panel and observed that no indicator lights had been illuminated on any of the drawer 5 boards. The fse then replaced the module control board, restarted the station, updated the firmware, and ran the hardware test application tool. The customer successfully completed an inventory count, which confirmed proper operation. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawers 5.1 and 5.2 were off the bus, and all 47 pockets were not accessible. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.